Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the load fill tubing process was going very slowly. There was no reported adverse impact to the customer's blood glucose level. The customer did not provide additional information.